Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the stroke. It was reported that on (B)(6) 2018, the patient, with mixed mitral regurgitation (mr), underwent a mitraclip procedure. Two clips were implanted, reducing mr from grade 3-4 to grade 2. Post procedure, the patient was noted to have dissymmetry of the left arm. Magnetic resonance tomography was performed on (B)(6) 2018 and noted a cerebellar infarction. Per the physician, the neurological symptom (dissymmetry of the left arm) is not related to the mitraclip procedure or devices; however, the cerebellar infarction is related to the mitraclip procedure, but not related to the mitraclip devices. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to this event. The reported patient effect of cerebrovascular accident (stroke), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of cerebrovascular accident and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.